Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl and was treated with manual injection and visited emergency medical room. Customer's blood glucose value at the time of call was unknown. In addition to that customer reported pump shows a physical damage crack on back of pump near the battery and goes down and around to the side and a piece missing at the screw top part for the battery cap which led to cause high blood glucose. And also reported insulin flow block received. Troubleshooting was not performed and it was unknown whether the pump was used within 48 hours of reported high blood glucose event and the auto mode feature was active at the time of the event or not. No further patient complications were reported. Customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Daily total of allinsulin delivered: 209250 (20.925 u). Daily total of basalinsulin delivered: 169750 (16.975 u). Daily total of bolusinsulin delivered: 39500 (3.95 u). (B)(6) 2023 14:50:09.000 normal bolus delivered (220). Bolus programming method: boluswizard (1). Normal bolus amount programmed: 53000 (5.3 u). Bolus amount delivered: 39500 (3.95 u). No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 14:50:09.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 15:40:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. (B)(6) 2023 15:46:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. (B)(6) 2023 15:48:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. (B)(6) 2023 17:57:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. (B)(6) /2023 18:01:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. (B)(6) 2023 18:09:00.000 alarm alert notification (40) fault number: nodelivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 12:59:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 22:30:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) /2023 22:32:29.000 (B)(6) 2023 22:32:48.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 4:44:00 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 23:46:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 00:09:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the back, battery compartment of the pump. The pump passed all the required testing. Unable to verify customer alleged for high bgs. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.